Event description:
It was reported that the pump started to alarm on (B)(6) 2013 around midnight. The reporter noted the alarm "came out of nowhere". The reporter also noted the patient had a refill 28 days ago, and that the battery was due for replacement in (B)(6). Telemetry had not yet been performed. The reporter also noted that the personal therapy manager (ptm) exhibited a 'fatal error code' message and an error code of 8474. It was noted that a pump reset occurred and that the pump was not functioning at that time and that the patient needed to contact their health care provider (hcp) to have the device checked and to know exactly which alarm is sounding. The reporter was redirected to the patient's hcp. The device system was being used to deliver clonidine, demerol, and morphine. It was later reported that the alarm was confirmed by telemetry. A critical alarm was occurring due to a low battery reset, and safe state also occurred. The reporter stated eri was in four months. The reporter also noted that the hcp did not mention any patient symptoms. It was recommended to program the pump to minimum rate mode and manage the patient orally. It was also recommended to replace the pump. The pump was being used to deliver fentanyl, hydromorphone, and clonidine.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8832, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump ngv401693h revealed a pump motor feedthru anomaly involving shorting across the insulator.

Event description:
It was later reported that the patient had presented to the clinic on 2013-07-30 with complaints of the pump alarming. The pump was noted to have set itself to safe mode and was delivering minimal medication. The patient was placed on oral medication until the pump could be replaced. The pump was replaced on 2013-09-10 due to premature battery depletion. Patient outcome was reported as no injury. It was later reported that the hcp attempted to reprogram the pump with no success. Two more resets occurred before deciding to program the pump to minimum rate. Patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient experienced withdrawal in (B)(6) 2013. The patient had fentanyl patches until the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.